Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side a capsular contracture baker grade unknown and sweating was discovered intraoperatively. The device has been explanted.

Manufacturer narrative:
The event of "granuloma" and "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: gel bleed, granuloma, seroma-late.

Event description:
Healthcare professional reported right side ¿capsular contracture [baker grade unknown] + sweated silicone¿, ¿foreign body granuloma¿, and ¿small perigraft seroma¿. The device has been explanted and replaced.